Event description:
It was reported that when using the bd pyxis¿ medbank tower, was unable to issue as no patient orders or items were displayed. The customer reported that this malfunction occurred when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn b)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to issue as no patient orders or items were displayed due to no zones enabled and no items assigned to the cabinet. A technical support specialist enabled all zones in the zone selection screen, verified orders in the system, and confirmed items were not assigned to the cabinet causing controlled medications not to display. As the reported issue was addressed and functionality was confirmed, the customer authorized case closure. The system functioned as intended after the technical support specialist troubleshot the device.